Manufacturer narrative:
(B)(4).

Event description:
It was reported that the bioraptor knotless suture anchor hip pulled out of the bone when tension was applied. A new anchor was used through a newly prepared bone hole without incident. The initial bone hole was left open and bone quality was reported as average. A short delay of less than 30 minutes was reported.

Manufacturer narrative:
A review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified three additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).